Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the generator interface board, fluoro functions board, control panel, image quality, control panel processor, system interface, and the left power signal interface printed circuit boards as well as repaired broken wires in the vertical column assembly. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not boot up. No patient injury was reported.